Manufacturer narrative:
Lumenis investigated the reported event by contacting the user facility directly. Attempts by emails and phone calls have been made to obtain, patient treatment settings, patient information, patient photo. Customer reports a adverse event to one patient. During a recent neck treatment, we used the 640 filter in glide mode at 4j for one pass, followed by ipl mode at 18j for one pass. Required system check for adverse event. Small burns in area of treatment. Service engineer visited the facility and tested their device. He advised as follows: "I inspected the device and reviewed the error log history; no errors or failures were found. Performed energy tests and confirmed that the energy output successfully fell within the ranges specified by the manufacturer, lumenis. Calibrated the ipl handpiece and then verified that the auto-filter recognition is functioning correctly, as well as the auto-tip recognition. Verified the functionality of the cooling tip, laser indicator light, touchscreen display, emergency stop, interlock, main power switch, and power button. The stellar m22 is fully functional and meets lumenis specifications." Device malfunction wasn't the suspected cause of the adverse event. Since no essential information was received within period which is determined for reportability, lumenis is reporting this event to the FDA in an 'abundance of caution'. Should additional significant information become available, the complaint record will be updated accordingly and a follow-up medwatch report will be submitted.

Event description:
Lumenis received an adverse event report on a patient who sustained injury following treatment by stellar device.